Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a plunger clamp in the reported problem area of the pipette assembly was failing. The plunger clamp was replaced. The instrument was tested without further problem and returned to service.